Event description:
It was reported that the bd integra¿ 3 ml retracting safety syringe needle prematurely retracted. Report 2 of 2. The following was received by the initial reporter: the patient presented to clinic on (B)(6) 2023 for c4d1 of 3,000mcg/kg dose. Dose was split into 2 separate syringes for a total volume of 2.1ml. The 1st injection was administered without any incident. The 2nd injection, a syringe malfunction occurred and the drug spilled out from the tip of the syringe. The nurse believe there was an issue with the syringe needle cap, unsure if the needle prematurely retracted. The patient did not experienced any harm.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 24-jul-2023. H6: investigation summary : three samples were provided to our quality team for investigation. All samples were tested for premature retraction. None of the samples showed any signs of the reported defect. Since the reported defects were not confirmed a manufacturing root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd integra¿ 3 ml retracting safety syringe needle prematurely retracted. Report 2 of 2. The following was received by the initial reporter: verbatim: presented to clinic on (B)(6) 2023 for c4d1 of 3,000mcg/kg dose. Dose was split into 2 separate syringes for a total volume of 2.1ml. The 1st injection was administered without any incident. The 2nd injection, a syringe malfunction occurred and the drug spilled out from the tip of the syringe. The nurse believe there was an issue with the syringe needle cap, unsure if the needle prematurely retracted. The patient did not experienced any harm.